Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2021-03073. It was reported the patient experienced painful sensations in her pelvis and down her legs. Surgical intervention took place wherein the system was explanted. Patient no longer has the painful sensations.